Manufacturer narrative:
This report is being submitted for the initial and investigation completion. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported a false positive result with the ID now covid-19 performed (B)(6)2022 using an unknown type of sample. The patient was transferred to another hospital where confirmatory pcr testing was performed twice; both generated negative results. Although requested, the customer declined to provide any further information such as treatment or outcome.